Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: g4: device is not distributed in the united states but is similar to device marketed in the USA.

Event description:
It was reported that vertecem v+ syringe kit and vertecem v+ cement kit were involved in an intraoperative event. During a surgical procedure, after the screw was inserted, the nurse began mixing the cement and attempted to fill the syringe using the adapter from the syringe kit. Only a small amount of cement could be dispensed, as the hole for the cement had become very small. Despite assistance, sufficient cement could not be pushed out, prompting the opening of a new syringe kit. As the cement had started to harden, another new kit was opened to address the issue. The surgery was completed successfully without delay, and there was no reported patient consequence or involvement.